Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient had an ets stem replaced and converted to a total hip system. Reason for conversion is unknown.